Event description:
Caller reported damage to tandem charging cable and did not receive tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for replacement of damaged charging supplies to be shipped in two days.